Manufacturer narrative:
(B)(4). The customer returned one unit 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the product appears used. Biological material is present on the inside of the jaws. No other defects or anomalies were observed. Reference files (B)(4). Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. No clips fired. Another attempt was made and, once again, no clips fired. The sample was disassembled to inspect the internal components. Upon disassembly, all internal parts appeared typical. It was found that 0 clips remained in the channel indicating that all 15 clips and the orange indicator clip were fired by the end user. No defects or anomalies were observed. The IFU for this product, 220002400 rev. 03, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure other remarks: of the ligating clip." A corrective action is not required at this time as it could not be determined what caused the complaint issue since no clips remained in the returned sample. The device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of "multiple clips and jamming" was not confirmed based upon the sample received. One device was returned. The device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. The device was disassembled and no internal components appeared to be damaged. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 0 clips remaining in the channel indicating that all 15 clips and the orange indicator clip were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Since there were no clips remaining in the returned device, it could not be confirmed that multiple clips were firing and/or the device was jamming and a probable cause could not be determined. Results - no result code available that could accurately describe that the complaint was confirmed, but the root cause is unknown.

Event description:
The applier would not fire clips properly and got stuck in the applier. No clips fell into the patient. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73l1400134 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The applier would not fire clips properly and got stuck in the applier. No clips fell into the patient. The patient's condition was reported as fine.